Manufacturer narrative:
Received failed battery alarm as soon as power up. Received pump with missing retainer ring. Unable to perform self test, displacement test, active current test, and sleep current test due to failed battery alarm. No blank display anomalies noted during analysis. Unable to download history files and traces using thus due to failed battery alarm. Unable to verify power alarms/alerts noted in downloaded history on event date or generate the power management graph due to failed battery alarm. Test p-cap and reservoir do not lock properly into reservoir compartment during testing due to missing retainer ring. Pump was cut open to perform visual inspection and found on pcba 2 resistor r11 broken off from solder pads. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and end cap address label missing. No blank display anomalies noted during analysis, blank display not confirmed. Failed battery alarm confirmed due to on pcba 2 resistor r11 being broken off from solder pads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed and found that customer already tried a new battery cap but still the pump did not work. The issue was not resolved by inserting a new battery and restarting the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and revert to backup plan per health care professional instructions and the insulin pump will be returned for analysis.